Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2011-00089, since there is more than one device implicated.

Event description:
(B)(4). This spontaneous case, reported by a nurse via sales representative, who contacted the company to report an adverse event, concerns a (B)(6) female patient of unknown origin. Medical history was not provided. Concomitant medications included insulin detemir for the treatment of diabetes mellitus. The patient received insulin lispro (humalog) cartridge via two reusable humapen luxura hd devices (product complaint (B)(4) / lot 0809g01 and product complaint (B)(4) / lot 0809g01) and a humapen luxura (product complaint (B)(4) / lot 0909b04) subcutaneously 10 iu or 15 iu for the treatment of type I diabetes mellitus beginning on (B)(6) 2010. The patient suffered from hypoglycemia beginning an unknown date. The event was evaluated as serious due to hospitalization. Treatment measures and diagnostic testing was not provided. Reportedly, the device was not working properly when dosage was less than 60 iu. A higher dosage was implemented due to the device. The patient recovered from the event on an unknown date and the patient was discharged from the hospital. It was not known which of the three reported devices the patient was actually using at the time of the event. No additional information was provided. Insulin lispro was continued via a different type of pen device. The operator of the pen was not provided. Training was via a nurse the duration of use of the suspect pens and use status were not provided. The pens were returned on (B)(4) 2011. All three devices were tested and no malfunction was found. The reporting nurse felt the relatedness between the event and insulin lispro usage was non-related and relatedness criteria between the two humapen luxura hd pens and humapen luxura unknown body usages were related. Update (B)(4) 2011: additional information received on (B)(4) 2011, and processed with the original case, from the global product complaint database updated one of the humapen luxura unknown body type to a humapen luxura hd and added a second humapen luxura hd. Update (B)(4) 2011: additional information received (B)(4) 2011 via global product complaint database. Added lot numbers for product complaints (B)(4). Added returned to manufacturer dates. Update (B)(4) 2011: additional information was received on (B)(4) 2011 from the product complaint safety database. Lot number unknown for product complaint (B)(4) was corrected to 0809g01. Updated product tab for humapen luxura hd and updated the narrative with the change. Update (B)(4) 2011: additional information was received on (B)(6) 2011 from the initial reporter. Added patient demographics and suspect drug start date. Updated action taken with suspect drug and outcome of event. Case and narrative updated accordingly. Update (B)(4) 2011: additional information received on (B)(4) 2011 from the global product complaint database for product complaints (B)(4) added the device specific safety summary, updated the malfunction to no, updated trained user to yes; added manufactured date and updated the EU/ca fields for all three devices; updated the mw fields for product complaints (B)(4); added the return date for product complaint (B)(4); and updated the narrative.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. This report is associated with 1819470-2011-00089, since there is more than one device implicated. Evaluation summary a nurse reported a patient's humapen luxura was not working properly when dosage was less than 60 iu. A higher dosage was implemented. The patient experienced hypoglycemia. Three devices were returned for investigation (luxura device from batch 0909b04, manufactured september 2009 and two luxura hd devices from batch 0809g01, manufactured september 2008). It was not known which device was in use at the time of the serious event, however, each device was tested and met dose accuracy and glide (injection) force specifications. No malfunction was identified. Improper use and storage - there is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a nurse via sales representative, who contacted the company to report an adverse event, concerns a female patient of unknown age and origin. Medical history was not provided. Concomitant medications included insulin detemir for the treatment of diabetes mellitus. The patient received insulin lispro (humalog) cartridge via two reusable humapen luxura hd (product complaint (B)(4) / lot 0809g01, product complaint (B)(4) / lot 0908g01) and a humapen luxura (product complaint (B)(4) / lot 0909b04) subcutaneously 10 iu or 15iu for the treatment of type I diabetes mellitus beginning on an unknown date. The patient suffered from hypoglycemia beginning on an unknown date. The event was evaluated as serious due to hospitalization. Treatment measures and diagnostic testing were not provided. Reportedly, the device was not working properly when dosage was less than 60 iu. A higher dosage was implemented due to the device. The outcome for the patient was reported as recovering. No additional information was provided. It was unknown if the insulin lispro was continued. The operator of the pen and their training status was not provided. The duration of use of the suspect pen and use status were not provided. The pens were returned. The reporting nurse felt the relatedness between the event and insulin lispro usage was non-related and relatedness criteria between the two humapen luxura hd pens and humapen luxura unknown body usages were related. Update 21jun2011: additional information received on 20jun2011, and processed with the original case, from the (B)(4) database updated one of the humapen luxura unknown body type to a humapen luxura hd and added a second humapen luxura hd. Update 28-jun-2011: additional information received 28-jun-2011 via (B)(4) database. Added lot numbers for product complaints (B)(4). Added returned to manufacturer dates. Update 29jun2011: additional information was received on 28jun2011 from the product complaint safety database. Lot number unknown for product complaint (B)(4)was corrected to 0809g01. Updated product tab for humapen luxura hd and updated the narrative with the change